Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03631. It was reported that the patient presented at a follow-up in clinic with chest pain. Upon interrogation, the right ventricular lead and right atrial lead exhibited failure to capture. Fluoroscopy was performed and revealed both leads had dislodged and the right ventricular lead had slightly perforated the myocardium. The physician explanted and replaced both leads. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.